Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer stated two weeks ago, she was dehydrated and running high. She treated with 15units of novolog. The customer's blood glucose at the time of incident was over 300mg/dl; current blood glucose was 496mg/dl. The customer stated her blood glucose was 340mg/dl, and then went up to 690mg/dl. Customer stated the infusion set had come off. The customer had diabetes ketoacidosis, she was hospitalized for five days. The customer was not wearing the insulin pump at the time of hospitalization. Customer is unable to remove set at this time to check for bent cannula. Customer does not have the tubing clamp available to perform high pressure test. Sending out tubing clamps, advised to call back to completed testing. Customer mentioned earlier the insulin pump displayed 422 and carbs 20 and displayed to give 9.5units.